Event description:
According to the distributor report, this report was initially reported by the hosp. Details of the event are provided by family member of the pt. The family member reports that pt fell onto a concrete object from a rocking horse and sustained a laceration to the left side of the jaw. The laceration was approx 2.5 cm in length, deep (with bone visible) and wedge shaped (quarter size gap at the surface of the wound with a dime size gape in the deeper pockets). The familiy member brought pt to hosp where pt was seen by dr. Dr reportedly cleaned the wound with betadine and manually approximated it. Dermabond topical skin adhesive was used to close the wound. He then used two layers of steri-strips over the adhesive. He subsequently applied a "band-aid type" dressing over this. The family member was advised to keep the wound dry for 24 hours and covered for 4 days. The family member reports that they kept the wound covered and dry for the full 4 days. On the morning of april, family member removed the dressing and the top layer of the steri-strips and noticed that wound was draining a greenish liquid. Family member called the ER and was told to keep the steri-strip in place until it fell off or pt was seen by the physician. In the evening, the wound drainage increased and some bleeding was noted. The steri-strip fell off. The wound was gaping and appeared infected to the family member. The family member called hosp ER and spoke with another dr. Dr told family member to remove the rest of the steri-strip and cleanse the wound with hydrogen peroxide. He advised family member to contact their physician in the morning. The child saw their physician the next morning. Dr. Reportedly debrided and cleansed the wound and removed the remnants of the adhesive. Dr. Then dressed the wound with a clear occlusive dressing and scheduled a follow-up appointment. Pt was already on po vantin for an ear infection so no other antibiotics were prescribed. The area of the child's face that was covered by the occlusive dressing developed a erythemic appearance that was diagnosed as a contact dermatitis secondary to an allergic reaction to the dressing. The pt has continued bi-weekly dr visits. And the wound is reported as healing well at this time. The family member reports that there is residual puckering and indentation surrounding the wound. The pt's physician indicates that it may take up to a year to realize improvement in the appearance of the skin around the wound. As reported above, the pt was seen at hosp by dr. Dr indicated that the pt has a 1 to 2 cm laceration on their face. The laceration was reported as not deep. The adhesive was applied and looked satisfactory. The wound dehisced three days later. There were no signs of the pt scratching the wound. The pt was treated with keflex for infection.